Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One 4 fr groshong catheter was returned for investigation. The two-piece connector was not assembled with the catheter and was not returned. A non-stylet flushing hub was returned attached to the catheter. The stylet wire was not returned for investigation. The sample was flushed with water and a leak was observed near the 56 cm depth marker. Microscopic observation of the leak location revealed a hole between the 56 and 57 cm depth markers. A section of the hole appeared to be rounded and smooth; however, the surrounding split surface was rough and uneven. The rounded section of the hole appeared to be pressed outwards. Based on the location and characteristics of the hole, possible contributing factors include stylet damage. Since a leak was present in the returned sample, the complaint is confirmed; however, the exact cause could not be determined. A lot history review (lhr) of redr3352 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was flushed prior to insertion, a spray of saline alerted to the hole found. No further holes found so placed PICC after trimming off the portion of catheter with hole.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr3352 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was flushed prior to insertion, a spray of saline alerted to the hole found. No further holes found so placed PICC after trimming off the portion of catheter with hole.